Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which was reproduced during the device investigation and confirmed through a review of the device event history log. Evaluation found the motor bearings were worn. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed recurring system error 105 alarms in the emergency department, intensive care unit, and the medical surgical unit care areas. It was also reported there was no patient involvement.